Event description:
It was reported when using the bd vacutainer® push button blood collection set multiple staff observe blood leaking from the side of the wingsets, where the tubing connects. The following information was provided by the initial reporter. The customer stated: "during the conversation, the phlebotomists supervisor stated that multiple staff observe blood leaking from the side of the wingsets, where the tubing connects to the body of the wingset. I saw this more than a defective wingset but also an exposure issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H.6. Investigation summary: mat: 367324 lot: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set multiple staff observe blood leaking from the side of the wingsets, where the tubing connects. The following information was provided by the initial reporter. The customer stated: "during the conversation, the phlebotomists supervisor stated that multiple staff observe blood leaking from the side of the wingsets, where the tubing connects to the body of the wingset. I saw this more than a defective wingset but also an exposure issue." Portion."